Event description:
It was reported an 840 ventilator was displaying a low tidal volume reading. Patient involvement is unknown at this time. A non-medtronic/covidien service provider inspected the device and confirmed the reported problem. Service provider replaced the expiratory filter. Medtronic/covidien was not authorized to repair the device.